Manufacturer narrative:
H6: investigation summary: bd received a photo and third-party laboratory analysis submitted for evaluation. The reported issue was confirmed since the foreign matter could be seen in the photo supplied. The root cause of the failure can be contributed to the manufacturing process of the product. It was determined that the likely cause of the failure was inadequate cleaning or maintenance of the assembly dial and silicone injection area. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported that there is a black powder like substance in a syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml st bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported that there is a black powder like substance in a syringe.